Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, shortness of breath and dizziness, the symptoms were similar to those prior to implant of the pacing system approximately twelve days earlier. It was also reported the right ventricular (rv) lead was undersensing when programmed bipolar. It was noted there were increased short ventricle-ventricle intervals and there was reproducible oversensing with isometrics. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.